Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) review could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. A query of the complaint handling database could not be conducted because the lot number was not provided. Factors that may contribute to a backwall stitch include, but not limited to, manufacturing, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. A conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event - updated.

Event description:
Subsequent to the initially filed report, the following information was received: the expression in this article, did not intend "one year ago". The first ablation date was (B)(6), 2023, and the second ablation date when the occlusion was noted was (B)(6), 2023. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date. E1: (B)(6). Attached article, titled: "a case of femoral venous obstruction caused by perclose proglide¿ after ablating for atrial fibrillation".

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8.5f sheath hole prior to an atrial fibrillation ablation procedure. Hemostasis was achieved with one proglide. Reportedly, one year after, atrial fibrillation recurred, and right femoral vein occlusion was recognized in the puncture of the right inguinal region. The patient's symptom was only mild right leg pitting edema. Oral anticoagulation therapy was continuously observed after consultation with the cardiovascular surgery department. The physician believes that the venous obstruction was caused by the proglide device. Details are listed in the attached article, titled "a case of femoral venous obstruction caused by perclose proglide¿ after ablating for atrial fibrillation". No additional information was provided.